Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported suture split in half could not be tested/ confirmed as the potion of the suture was used to achieve hemostasis and the portion that was returned did not exhibit jagged edges or evidence of splitting. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported suture split could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of this device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were performed in the right common femoral vein via 6fr sheath using the preclose technique prior to mitraclip interventional procedure. Reportedly, when the plunger was removed, the split suture was revealed after the two suture limbs were removed from the proglide device. The sheath was upsized to 24fr and the mitraclip interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices, including the proglide device with the split suture. There was no reported adverse patient effect. There was no reported clinically significant delay in the entire procedure. No additional information was provided.